Event description:
The customer reported that a device alarm was not showing. This was further clarified by a philips field service engineer that the customer reported that the device failed to alarm. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.